Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 167 days after a coronary drug eluting stenting treatment procedure the pt experienced an inferior myocardial infarction (mi) and required a target vessel reintervention (tvr). The indication for the initial procedure was an acute myocardial infarction (mi). The lesion being treated in the index procedure was located in the 1st left posterolateral branch (1st lpl). The physician treated the lesion with placement of a 2.75x32mm express2 monorail study stent. At 167 days after the initial procedure the pt presented with chest pain and st elevation. The physician diagnosed the pt with occlusive restenosis. A pci was performed and a taxus stent was implanted. The pt was discharged 8 days later on plavix, aspirin, lansoprazole, atorvastatin, ramipril and metoprolol. The relationship of the mi & tvr to the express2 stent is reported as definitely related and was resolved with the re-intervention.